Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. There was no reported adverse impact to the customer's blood glucose level. Pump pictures were reviewed and there may have been an o-ring on the pneumatic tap; however, this could not be verified as the customer did not respond to the follow up attempts performed by tandem technical support.